Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For data sets 1-10, both inratio and lab values are within the confidence limits for inr testing. For data set 11, the readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Inratio precision data provided by end-user lot 070308: date 2007, first test inr = 4.9, second test inr = 2.8, mean = 3.85; sd = 1.48; %cv = 38.57%. Date: 2007, first test inr = 4.2, second test inr = 4.6, mean = 4.4; sd = 0.28; %cv = 6.43%. The %cv of the 1st data set is greater than 20%. The %cv for second data set is less than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: caller alleges imprecision with inratio. Results as follows: first test inr = 4.9, second test inr = 2.8. First test inr = 4.2, second test inr = 4.6. This case qualifies as an adverse event because the patient went to the ER and medical intervention occurred. Product will be tested when returned.